Manufacturer narrative:
Received 1 opened/used simplera sensor/serter and performed a visual inspection of the sensor flex any physical damage and none were found. Checked the transmitter casing/pcba board for any moisture/physical damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Traces confirm that the unit received a lost sensor alarm due to the device has been disconnected for greater than 30 minutes on 2024-04-30. Also, in the additional termination reasons, there was error found on 2024-04-23 09:15:49. In conclusion: the customer complaint of communication anomaly is not confirmed. However, the complaint of lost sensor alarm is confirmed. Further analysis will be escalate to sw/r&d team. Further results will be pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no sensor signal. The customer reported no adverse event. Troubleshooting was performed. Customer removed the sensor from the body. The event involved product(s) mmt-5100jc1. Customer relaunched the simplera application; however, the communication between the mobile device and sensor was not re-established within 20-60 seconds. No harm requiring medical intervention was reported. Mmt-5100jc1 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the reportability to no as communication issue is not reportable on the product sensor.